Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Based on visual inspection, the sensor wire for (B)(4) is detached from the sensor pod and housing puck. Problem is confirmed because the sensor wire for (B)(4) was detached from the sensor pod and housing puck. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on 01/06/2017, that on (B)(6) 2017, before attempting to insert the sensor wire, it was noticed that it had detached. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.